Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited catching cotton on c-cover (plastic distal end cover) and white residue in air/water and auxiliary channels. There was no patient involvement.